Event description:
A user facility nurse reported a pt became unresponsive during a treatment on a 1550 hemodialysis machine. Approximately three hours into the treatment, the blood pressure monitor alarmed and there was no reading. The pt was unresponsive and pale. The pt was placed in the trendelenburg position and the ultrafilration portion of the treatment was paused. The pt was adminstered normal saline (dose unk), CPR was initiated, and the pt was transferred to the intensive care unit. It was reported that the pt experienced a myocardial infarction and was released to go home three days later. The family of the pt did not continue dialysis at home with the pt and the pt subsequently expired. The dialysis nurse reported that the pt should have been a "do not resuscitate" pt and the hemodialysis machine is not being implicated as contributing to the pt death.